Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: dislodged stent may remain in patient. Device issue: dislodged stent. It was reported that once the 3.5x18 mm vision was inflated and deflated, the stent could not be located. An ivus was performed and verified that there was no stent. Finally, another company's stent was implanted. No patient effects were reported. No additional information is available.